Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "patient had a PICC line placed 3 days ago for home infusions. He states the infusion should only take about 30 minutes per gravity. The last infusion took 2 hours. The infusion nurse had difficulty obtaining a blood return yesterday. Patient does not know where the PICC ID card is with the product information." Ms&s discussed causes of one way occlusion and recommended he speak to his md about administration of an anti-thrombolytic agent or a dye study to check port function.